Manufacturer narrative:
Inspected 1 opened/used enlite sensor and found sensor broken with missing parts. See attached file for details. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer's mother reported via phone call that a sensor was providing inaccurate readings and would not calibrate correctly. Blood glucose level at the time of the incident was 250 mg/dl. Caller stated that upon removal, the sensor did not appear to be damaged. The customer's mother was advised that the sensor would be replaced and agreed to return the device for analysis.